Manufacturer narrative:
Exemption number: e2015015. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 1.5 months after the dental implant was placed in ada site 28 in the mouth, the implant did not achieve osseointegration in type I bone. Clinician reports trauma (biting hard), bone loss and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1.5 months after the dental implant was placed in ada site 28 in the mouth, the implant did not achieve osseointegration in type I bone. Clinician reports trauma (biting hard), bone loss and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.